Event description:
Pt had a previous breast reconstruction in 1999 with a saline implant which is now leaking. The breast implant has deflated. Pt has history of breast ca (2011) and had undergone a l lumpectomy followed by radiation in 2011. Also had r breast implant deflated and replaced in (B)(6) 2015. Patient was taken to the operating room on (B)(6) 2016 for the following procedure: "l breast reconstruction with saline implant; explantation of l implant, 1 breast capsulotomy l partial capsulectomy." Findings: deflated l breast saline implant, calcified capsular contracture of l breast.